Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the angle of insertion in relation to the tissue track and the reported calcification contributed to the difficulty to advance and the guide break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of a calcified right common femoral vein using four proglide devices after an interventional patent foramen ovale closure (pfo) procedure with a 11f sheath. Reportedly all four devices broke (where black sheath meets metal on proglide device) upon advancing into the vessel. Resistance was noted during advancement of the proglide device into the patient anatomy. No vessel damage was noted. Hemostasis was achieved using a figure 8 suture. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.